Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent, and suprarenal aortic extension. Subsequently, on (B)(6) 2016 physician identified a potential type 3b with aneurysm sac growth. Patient was asymptomatic. On (B)(6) 2016 the physician elected to reline the devices by implanting an additional bifurcated stent, an infrarenal aortic extension, and a limb stent graft. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, based on the limited patient data available for review, the reported type 3b endoleak could not be confirmed. The clinical evaluation was able to confirm an unknown endoleak and a stent migration. The clinical evaluation additionally identified the following contributing factors to the reported event; off label use, patient anatomy, pre-existing thrombus in the aortic neck. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The event devices remain implanted in the patient and were not available for further review. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient at this time.